Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend complaint of inflation at the beside with rt replacing tracheostomy tube due to inflation problem was not confirmed. The product p/n 67pfss40 l/n 3894875 was observed. No damage could be detected. Product testing with 5cc of air according to mp bivona tt-tj110 rev. 111 flextend tts tracheostomy tube assembly" in order to see if there was any functional problem. Cuff inflated after manipulating pilot balloon. Then the cuff was deflated four times with all times the cuff inflated completely. No fault found as unable to duplicate event.

Event description:
Investigation completed and summarized .